Event description:
The patient reported that she experienced a separation of her infusion set tubing from the luer lock area while she was at work. She reported that she tested her blood glucose and received a value of over 400 mg/dl at 4:30pm. She stated that she did not experience any symptoms associated with the elevated blood glucose value. She indicated that she noticed the tubing separation when she was looking at her infusion device. She changed her infusion set and administered a bolus to reduce her blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.